Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? Ec60a.

Event description:
It was reported that during a bariatric, vertical gastrectomy sleeve procedure, when the load was fired, the load cut the place and most of the staples were opened and others were not fired. The surgeon had to do a manual suture to complete the procedure. There were no adverse consequences for the patient.